Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event date was updated to (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported laboratory testing was performed on (B)(6) 2017 and the results were staphylococcus aureus, methicillin-sensitive. The clinical diagnosis was pump pocket infection and back seroma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient had an infected incision. The patient was crying and fell asleep at midnight after crying most the night. It was noted the doctors had decided things were still too border line to make a decision on whether or not to explant the pump. The lab work wasn¿t horrible but it wasn¿t normal. The incision wasn¿t horrible but it was not good. It was noted they were giving it until the morning of (B)(6) 2017 to see how the antibiotics had worked. The patient's mother noted it didn¿t look promising but they were not giving up hope. No further complications were reported.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017. Product type catheter, UDI #: (B)(4). Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the gablofen (baclofen) pump was placed on (B)(6) 2017. On (B)(6) 2017 examination revealed a normal incision. On (B)(6) 2017 at follow up appointment examination showed a hard raised area under back incision, but did not seem to be fluid. On (B)(6) 2017 antibiotics were started/administered. On (B)(6) 2017 the patient was admitted to the hospital for infection. The patient was continued on keflex and discharged from the hospital after 3 days of admission. Fluid and redness were noted on back incision on (B)(6) 2017. On (B)(6) 2017 laboratory testing was performed and the results showed c-reactive protein (crp) was 10.1. On (B)(6) 2017 the patient's crp was 5.9. On (B)(6) 2017 the patient's crp was 3.7. On (B)(6) 2017 the incision continued to be red and blisters developed. The lumbar incision/wound was incised/incision cut slightly by hcp to assess for infection and puss; no pus or infection was noted. It was noted that it was re-sutured and oral keflex was continued. On (B)(6) 2017 the patient was seen in clinic and there was no signs of infection were pres ent. On (B)(6) 2017 the patient presented to emergency department (ed) for fever of 99, swelling, bruising, a blister, and serosanguinous drainage on front incision. The patient's crp level was 2 on (B)(6) 2017. On (B)(6) 2017 the entire system was explanted/not replaced. The device disposition was unknown. The event required in-patient or prolonged hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket and catheter tract. It was noted that the patient was receiving gablofen 500mcg/ml for a total dose of 161.94 mcg/day. The clinical diagnosis was seroma under back incision. The outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.